Event description:
It was reported that this right atrial (ra) and the right ventricular (rv) lead of the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and gradually increasing rv pace impedance measurements in the high 1800s ohms range. Technical services (ts) discussed possible ra lead fracture and possible rv lead calcification. Device output was programmed to 6v at 1.5 ms, and it was noted that this would cause the device battery to deplete quickly as less than six months were remaining on this battery. Ts discussed ra and rv revision were likely to occur during the generator change out procedure. This crt-p system remains in service at this time. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead was explanted and replaced at the time of device replacement for normal battery depletion (nbd), however this right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).